Event description:
Olympus received a letter from an attorney alleging that a client sustained an injury after undergoing a bronchoscopy procedure. No info with respect to the type of injury or make and model of bronchoscope was provided.